Event description:
On may 29, 2008, it was reported to boston scientific corp that a male pt, underwent treatment successfully with a prolieve thermodilatation kit as part of a study using prolieve for the treatment of benign prostatic hyperplasia (bph). According to the complainant, the pt experienced the following anticipated symptoms following his treatment with prolieve. Urethral bleeding upon removal of catheter commenced in 2008, resolution pending. No treatment reported. Bladder spasms, commenced on the same day, resolution pending. No treatment reported. Urinary urgency, commenced on the same say, resolution pending. No treatment reported.

Manufacturer narrative:
The lot number of the device used is unk, consequently, the expiration and manufacturer date of the device is unk. Info was completed by the manufacturer based on the info obtained from the user facility. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.